Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: this lead model is not currently us approved and is therefore not reportable. This event was sent to update the information was originally provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having anxiety. Additional information indicated that the lv lead was functioning correctly and had not dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. Two leads were noted to be dislodged. The leads were explanted and not replaced. The patient reported having experienced emotional/mental injury from the event. No further patient complications have been reported as a result of this event.